Event description:
This is a case report received through baxter's afterhours call service from a home patient who reported a 2240 alarm (air in set) during therapy on the homechoice (hc). The home patient had already disconnected from the hc machine. The patient reported the heater line connection was loose. The patient was advised to start the therapy again with new supplies or to perform a manual exchange. Since the patient was already in dwell 6 of 6, he would end the therapy. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility reported a colleague infusion pump which shut off in the middle of infusing. This event was identified during delivery in ambulance service. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during use was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was most likely due to air being sucked into the set due to a loose bag connection. The label review found the labeling adequate for the potential use error in this complaint. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).